Event description:
It was reported that during the first interrogation of this generator in the operation theater, the battery status indicator was at half level. The device was still in the sterile package. A back-up unit was implanted. The device was not exposed to any electrocautery, and no previous patient data was programmed in. The device was stored at the distributor site and the previous storage conditions were unknown. The device is pending return and product analysis.

Event description:
On (B)(6) 2013 the explanted generator was returned to the manufacturer for product analysis. The reason for replacement was noted to be ¿battery not fully charged¿. Product analysis was completed on (B)(6) 2013. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.942 volts as measured during completion of the final electrical test, shows a non-ifi condition. The data in the memory locations revealed that 8.394% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.